Manufacturer narrative:
The device has not been returned to csc. Once the product is available, an investigation will be conducted, and the results will be provided in the follow-up reports.

Event description:
The distributor reported to cardiac science, manufacturer, that AED was tested, using a simulator manufactured by fluke. After the test was completed, the device had an unpleasant odor, and the message "service required" was displayed on the led.